Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso(B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso(B)(4)   and eo residual levels in compliance with iso(B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicty per iso(B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that after wearing the pod on the leg between 24 and 36 hours, the blood glucose (bg) levels were high >500 mg/dl, the site was red, infected with a swollen wound of 3 cm and painful. The patient visited the hospital, where the site was opened with a scalpel and drained. Scheduled visits were made to the doctor's office to clean the wound and after those were done, the patient was sent home with the necessary material to self treat the affected area twice a week until is gone.